Event description:
When the surgeon broaching with the final broach, the connector of the daa double offset broach adapter 80/45 (75102240) hit the calcar and fractured the medial proximal femur. Surgeon had to use a cable to fix. The instrument was not broken, it was the patient bone that was adversely effected.